Event description:
It was reported that touchscreen on pump was cracked and shattered, making display illegible and preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.